Manufacturer narrative:
The unit was unable to perform the displacement test due to a missing retainer. The following physical damage was noted: minor scratches on the lcd window, scratched casing, pillowing keypad overlay, cracked select button keypad overlay, and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a long crack beginning from the top of the insulin pump that extended throughout the length of the battery tube. The insulin pump was returned for analysis.